Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead were oversensing noise that was inhibiting pacing for greater than two seconds. The noise was able to be recreated, however there were no adjustments made to programming. There were no patient symptoms reported. The physician planned to monitor the issue.